Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up, it started double beeping. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was continuously beeping. There was no reported adverse event.